Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: the total daily dose history for the date of the complaint appeared to be less than the basal delivery totals programmed by the user due to suspension of basal deliveries on (B)(6) 2016 at 11:44 am through (B)(6) 2016 7:29 pm. The pump was unable to be run on a basal program of 1u/hr for 24 hours to test for delivery accuracy due to a call service (cs 069) alarm upon power up which could not be cleared. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/19/2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose over 600 mg/dl with unspecified ketones and symptoms of dehydration associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was hospitalized and treated with IV fluids and other unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. It was determined that a change of stress and the user overriding the dosage recommended by the bolus calculator feature contributed to the bg excursion. Cts referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.